Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that after use there are cases of severe inflammation and occlusive vasculitis and question sterility with an bd blunt fill needle with filter. The following information was provided by the initial reporter: there have been multiple cases of severe inflammation and occlusive vasculitis following intraocular injection of beovu, a new medication for macular degeneration. The medication is supplied in a sterile vial and this needle is included in the package to draw up the medication before injecting into the eye with a conventional 30g needle. Most likely this is a problem with the medication, not the needle, but I am just covering all bases, since this needle and the filter inside it was probably never specifically designed for medications that were to be injected into the eye.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use there are cases of severe inflammation and occlusive vasculitis and question sterility with an bd blunt fill needle with filter. The following information was provided by the initial reporter: there have been multiple cases of severe inflammation and occlusive vasculitis following intraocular injection of beovu, a new medication for macular degeneration. The medication is supplied in a sterile vial and this needle is included in the package to draw up the medication before injecting into the eye with a conventional 30g needle. Most likely this is a problem with the medication, not the needle, but I am just covering all bases, since this needle and the filter inside it was probably never specifically designed for medications that were to be injected into the eye.